Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. The imaging system batteries were replaced and a system checkout was performed. System passed all tests and is working normally. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A site representative reported that the batteries in the imaging system need to replaced. There was no patient present at the time of the issue.